Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to use, the armada 35 balloon catheter was prepared by flushing the ports, with no issues noted. The device was advanced and inflated to 8 atmospheres (atm) and contrast leakage in between the strain relief and luer ports was found. The balloon was deflated and retracted and another armada 35 balloon used for the procedure. No adverse patient effects were reported. There was no clinically significant delay of procedure was reported. No additional information was provided.